Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for spinal pain. It was reported that the patient usually felt the stimulation (¿vibration¿) from their implantable neurostimulator (ins) when they leaned back. The night previous, the patient thought they could feel the stimulation then it stopped. For the past 2 to 3 days they checked the stimulation and it was off. Before the time of this report, the patient checked the stimulation and it was off. They turned it back on and then during this report they checked the stimulation with the recharger and it was off. It was only 10 minutes from the time they turned it on when it shut off again. The ins showed it was ¾ full. It was reported that the patient had a colonoscopy and an endoscopy three weeks ago (this was also reported as about 3 days ago ¿ follow up was being conducted). The patient was going to follow up with their healthcare professional (hcp) for the issue.